Event description:
Related to MFR report # 2183959-2012-00725. It was reported the plaintiff's attorney that the pt was implanted with a perigee graft system on or about (B)(6), 2009 with the intention of treating her pelvic organ prolapse and stress urinary incontinence. It was alleged the pt experienced mental and physical pain and suffering, pelvic pain, infection, urinary problems, painful intercourse, other injuries, and permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.